Event description:
It was reported that on (B)(6) 2021 during a vats procedure the thoracotomy was performed the device had poor staple formation. Operator was using the echelon flex powered stapler with white vascular reloads - vasecr35. It was found out by the operator and the or staff that the vasecr35 reloads that did not perform properly was lot: 459a85. The operating staff stated that they have used the instruments as per the instructions, waited 15 seconds before firing. They have also been using our powered staplers and reloads for over year. Did the patient experience a post-op device malfunction? Yes. If yes, please describe. Staple line was not formed properly. Did the patient require revision surgery or hardware removal? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what is meant by ¿stapler or reloads did not perform properly¿? As described by the client and in literal translation: ¿staples released and the staple line started to bleed¿. What is understood here is that the staples did not hold in place and were ¿released¿ from their intended position/form a while after they were fired with the device with the intent to hold still and on the place where the operator intended. This happened about 10-15 min later after firing when the incident happened and the staple line started to bleed excessively enough for the operator to change the course of the procedure into thoracotomy where he was able to stop and control the bleeding. What was the indication for surgery? Lung carcinoma. What was the procedure? Vats. How was the post-op bleeding identified? It was a bleeding during the vats surgery and it was identified visually by the operator. That was the reason for the immediate conversion in to thoracotomy to better attend the bleeding on the spot where the staples were placed. How many days postoperative was the bleeding identified? It was identified during the surgery. What was the total estimated blood loss (ml)? About 2000ml on the male patient operated on (B)(6) 2021. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? As told by the client, standard antibiotic and fraxiparine 03 or 04 was given to patient preoperative. Was the bleeding intraluminal or extraluminal? If understood the context of the question correctly, the client said that in this case it would be extraluminal. What was the color cartridge used throughout the procedure? White vasecr35 reloads were used and gst45g. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was sent and the following information was provided: what was the indication for surgery? ? Lung carcinoma ¿ both patients. . What was the procedure? ? Lung carcinoma ¿ both patients. How was the post-op bleeding identified? ? It was a bleeding during the vats surgery and it was identified visually by the operator. That was the reason for the immediate conversion in to thoracotomy to better attend the bleeding on the spot where the staples were placed. How many days postoperative was the bleeding identified? It was identified during the surgery. What was the total estimated blood loss (ml)? About 400ml on the female patient operated on 6.12.21 and about 2000ml on the male patient operated on 7.12.21 was a transfusion required? No for the first patient (6.12.21) and yes for the second patient (7.12.21) what was the pre and postoperative anti-coagulant and pain management protocol? As told by the client, standard antibiotic and fraxiparine 03 or 04 was given to patients preoperative. Was the bleeding intraluminal or extraluminal? If understood the context of the question correctly, the client said that in this case it would be extraluminal. What was the color cartridge used throughout the procedure? White vasecr35 reloads were used and gst45g